Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The user facility reported that a blood leak occurred while a patient underwent hemodialysis (hd) treatment. No bloodline damage was visible, however, the (B)(6) indicated that when the treatment was running, "miniscule" amounts of blood were observed dripping from the venous side of the line near the "venous port used for injecting and taking labs." The blood leak was identified after a small amount of blood was noted on the patient's shirt. The patient's estimated blood loss (ebl) was reported as being approximately 2ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to continue treatment using a new bloodline and the same 2008k2 hemodialysis (hd) machine, and then successfully complete the treatment. The 2008k2 hd machine did not generate any alarms when the blood leak occurred. The complaint device is available to be returned to the manufacturer for evaluation. Although the bloodline has been requested, the device has not been received.